Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Facility name and address were not provided by the reporter. Information obtained via internet search with provided phone number. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that a patient underwent an anterior lumbar interbody fusion (alif) procedure on (B)(6) 2016. As the surgeon was drilling with a 13mm drill bit, the distal end of the bit broke off and became embedded in the patient's femur. The surgeon was able to successfully retrieve the piece with a pair of long-nose curved pliers. The procedure was completed successfully with an eight (8) minute delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Correction: the patient was undergoing a lateral femoral nailing procedure when the reported event occurred, not a lumbar fusion.